Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced difficulty charging. The patient was re-trained on proper charging techniques, however, the issue was not resolved. The implantable pulse generator, ipg, appeared to be rotated in the pocket site making it difficult to charge. The patient underwent a revision procedure and was doing well post-operatively.